Manufacturer narrative:
This patient information is not available for reporting. Date of postoperative screw breakage is unknown. This report is for one (1) 5.0 mm ti locking screw/unknown lot. Listed below are the part numbers of the screws; however, it is unknown out of these 3 screws which one is broken. Without the specific part number UDI number is unknown. Part # 04.005.550; part # 04.005.546; part # 04.005.532. Initially implanted approximately 8 months ago, exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent open reduction internal fixation(orif) approximately 8 months ago to treat the midshaft femur fracture. During the initial procedure the patient was implanted with a lateral entry femoral nail with two proximal locking screws and two distal locking screws. Patient subsequently developed a non-union and regulating breakage of the distal interlocking screws. He was brought to the operating room and underwent reoperation for non-union of femoral shaft fracture on (B)(6) 2018 for an exchange nailing with a removal of previous hardware. All hardware, including the broken screw fragments, were removed from the patient and a 13 mm x 420 mm lateral entry femoral nail was implanted, along with one proximal and one distal locking screw. There was no report of surgical delay and patient outcome. Concomitant device: 10 mm ti lateral entry femoral recon nail-ex/400 mm/rt-sterile 25 mm (part #: 04.003.360s, lot#: unknown, quantity 1). This report is for one (1) 5.0 mm ti locking screw. This is report 1 of 1 for (B)(4).